Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient reported that the handset was getting stuck at 90% since day one. The patient stated they keep getting no pump response and they get 5 bolus a day. The agent assisted the patient with clearing the data on the handset and the patient was able to connect to pump to deliver a bolus.